Event description:
Swelling spread over body [swelling]. Trouble breathing [dyspnoea]. Knee swelling [joint swelling]. Leg blew / leg was 32 inches in circumference [oedema peripheral]. Joint effusion of knees [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013, from a female patient (demographics not provided), initials (B)(6) with osteoarthritis. The patient's medical history was significant for previous use of synvisc (four to five years ago), selling and pain (that resolved quickly), several treatments and surgeries. On an unspecified date in (B)(6) 2012, the patient initiated treatment with bilateral synvisc-one injection (hylan g-f 20) (route of administration and dose not provided), at a dose of 6ml, once, in both knees. The lot number for synvisc one was not provided. The patient stated that by the next day, she was hospitalized with severe knee swelling and drains in her knees to drain fluid. The patient reported that lavage was performed in an attempt to remove the hylan g-f. On an unspecified date, the patient was discharged and taken to the emergency room because she was swelling up. The patient reported that the swelling started at the injection site and spread over the body and had trouble breathing when swelling got to her face. On an unspecified date, the patient was again hospitalized and her blood was analyzed. The blood tests showed high formaldehyde level in the blood. On an unspecified date, the patient was treated with steroids for the event of swelling. The patient stated that the surgery could not hold and her "leg blew" and everything tore apart. The patient stated that at one point her leg was 32 inches in circumference. The outcome for the events of swelling, knee swelling, leg blew/leg was 32 inches in circumference, joint effusion of knees and trouble breathing was not provided. Concomitant medications were not provided. The intensity for the event of knee swelling was severe. The intensity for the rest of the events were not provided. The causal relationship between synvisc one and all the events were not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.